Event description:
Procedure type: hand assisted end-to-side anastomosis - low anterior resection. According to the reporter: the patient is a female with a very large tumor at the rectal sigmoid junction and a liver mass. The patient has not received any chemo therapy. Intra-operatively there were no issues; the donuts were normal, air leak passed with no leaks, and the surgeon did perform a loop ileostomy to give anastomosis time to heal. The patient coded in 2009 and after a drain was placed, stool was seen coming out. The patient's white blood cell count was 2-3. A re-operation was performed and a hole was noticed in the anastomosis and a permanent colostomy was set up. The patient is currently well and stable. The device has been disposed and no longer available.